Event description:
A composix kugel large oval patch was inserted in 2006, during a ventral hernia repair surgery. Verbal communication from the pt indicates the patch was surgically removed 3 months later at another facility. The pt states, the site was infected.